Event description:
The manufacturer service technician reported that during disassembly they noticed a ceramic ball was missing. The device was being serviced at the manufacturer facility at this time. There were no adverse consequences related to this event.